Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect alarm. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Log file analysis revealed a "vad stopped" alarm that was logged on (B)(6) 2017 at 15:17:58 likely due to a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. Based on the available information, the possible root cause of the "vad stopped" alarm can be attributed, but not limited, to a physical disconnection of the driveline from the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect alarm. The controller remains in use. No patient complications have been reported as a result of this event. It was further reported that the controller exhibited a ventricular assist device (vad) disconnect alarm and not a power disconnect alarm. The controller was exchanged.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. Log file analysis did not reveal any power disconnect alarms. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.